Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as diluent and blood of approximately 2cc, contained within the analyzer, and originating from an overflow of the bellows. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, gown and goggles at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and determined the vl13 actuator was sticking, causing the fluid leak from the vicinity of the needle. He replaced the actuator and tubing at vl13, resolving the leak.